Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v120700, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v120700, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v120700, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v120700, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n306625, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that high impedances were reported during a longevity calculation request. The patient had good control of her right side. The device was implanted for a stroke and they were working on better control of the left side as the stroke affected the patient's left side. Impedances were normal for the right side. Impedances on the left side were 3332 ohms and when re run, 3391 ohms. The longevity calculation was estimated to be 3.68 years for the left device. The battery voltage was at 2.970, which was noted to be good and had not declined. It was further reported that the device was programmed around the high impedances. The physician felt that the programming was at the maximum benefit at this point. No further interventions were taken.